Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct e2/e3/g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. In addition, evaluation found there was noise due to corrosion of the scope connector, there was pollution due to leakage of the scope connector, the bending section cover adhesive had a gap, the charged coupled device (ccd) lens was creased, the screen was partly dark due to a scratch on the ccd lens, and the play of the up/down knob and the angulation in the up direction were out of standards due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The error message was displayed when preparing the scope for use in a diagnostic procedure. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event.